Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt stated her system won't charge and gives an error message. Pt states she has been trying for 3 days. Software problem cannot continue. Pt stated she texted her rep last night as well. While on the call patient mentioned that her ins moves around and has always been this way. Pt stated it moved south more and 2-3 inches one way, pt reported no allegation against this. Pt was seeing no device found however pts ins was low. Pt stated last night they put it in MRI mode because it was so low. Pt stated she thinks ins is 40%. Pt stated she charges right over bridges and gets good quality. Patient services specialist (pss) also advised to move rtm slightly and see if the connection changes. Pt continued to see 100 and if pulled away went to 47 and low was 0 and highest 100. Pss advised to do a hard reset. The troubleshooting steps that were taken on the call resolved the issue. During call patient was seeing the stimulator is low and also was seeing passive charge mode prompts. Pt was seeing numbers 100 the entire time however never jumped over to recharging. Pt will continue trying and go through the passive charge cycles and will call her hcp and rep to have the ins checked. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient received a new charging paddle to resolve the implant moving around and recharging issues. The issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt called back and stated they are still having the same issues. Pt added the ins is completely dead and won't charge. Pt stated they had just gotten off the phone with a manufacturer representative (rep) and they suggested that the recharger (rtm) and/or controller needed to be replaced. Pt added that while waiting to get through to patient services (ps) they saw a new error message "system problem rm03." Ps had pt connect rtm and place paddle on relay box. Pt entered passive recharge mode (prm) and saw 100-100-100. Pt raised paddle away from device and numbers stayed at 100-100-100. A replacement rtm was requested.